Manufacturer narrative:
The quattro catheter (lot #209490) in the reported complaint will not be returned for investigation because the customer has disposed of it. Therefore, physical investigation could not be performed, and the root cause could not be determined.

Event description:
The customer reported an inability to advance the catheter over the guidewire while attempting to insert the quattro catheter to initiate ivtm therapy for a 39-year-old male patient (weight: 85 kg). The customer experienced the same issue with two quattro catheters (lot #208148 and 209490). Additionally, the customer reported that the vessel dilator got kinked when attempting to dilate the blood vessel for catheter insertion. When attempting to pull the guidewire out of the catheter, the wire mesh came apart easily, making the guidewire unusable for another puncture attempt. The customer was able to insert another quattro catheter without any problems. No patient injury was reported.